Event description:
It was reported that the arterial sheath or 0.035" guidewire caused a dissection resulting in additional stent placement. An enroute transcarotid neuroprotection system (nps) was selected for use in the right sided transcarotid artery revascularization (tcar) procedure. After arterial sheath insertion, imaging revealed a dissection in the right common carotid artery (cca). The physician retracted the arterial sheath and then inserted a non-boston scientific catheter over a non-boston scientific guidewire to direct the guidewire into the true lumen and then into the external carotid artery. The sheath was further adjusted, and the non-boston scientific catheter was reinserted into right external carotid artery to remove the non-boston scientific guidewire, and the 0.014 enroute guidewire was inserted into the non-boston scientific catheter directing it into the right internal carotid artery (ica). A stent was placed in the right (ica) extending into the right cca covering the distal portion of the dissection. An additional stent was required to fully cover the dissection. The procedure was completed, and the patient woke up neurologically intact.